Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.